Manufacturer narrative:
Customer is claiming false negative because they tested positive for covid with cordx tests, then negative with ihealth tests. They then tested again with the cordx tests with a positive result. The customer has not indicated that he had a pcr confirmation of his covid diagnosis. The lot number of the test kit was not specified,manufacturer cannot effectively verify and confirm customer feedback.

Event description:
Event details: I purchased three 2 test boxes from your company. I had free cordx tests. I had taken the cordx first, positive for covid. I wanted to make sure I don't have the flu as well because of how I felt. Your tests for my whole family, every single one was negative. So my son and I took the original one and we were positive again.